Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. The insulin pump was unable to verify missing segment due to physical damaged to lcd glass. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump has a broken lcd display. Customer's blood glucose levels were not included in the report. Nothing further was reported.